Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation pending, a follow up MDR will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". A noise was heard and the handle opened. "As per complaint for": once the product has been inserted into the instrument, starting to release the stent, a loud "tac" noise has been heard coming from the handle that has opened from where the wire guide comes out.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted for cancellation following device return and evaluation. A conservative approach was taken in initially assessing this complaint. On completion of the investigation, it was concluded that the failure mode was not related to the flexor kinking.breaking for which we reported this event on. Based on the information provided in this complaint, the risk will be established within the file. The most applicable fmea section is low risk. The failure effect assigned: "handle shell separates prior to patient contact, stent cannot be deployed. Replacement device required". There is no health consequence / nuisance to patient or health user". No reporting malfunction precedence exists for this complaint event for this product family. No adverse effects to the patient was reported as occurring.

Event description:
This follow up MDR is being submitted for cancellation following device return and evaluation: initial MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". A noise was heard and the handle opened "as per complaint form": once the product has been inserted into the instrument, starting to release the stent, a loud "tac" noise has been heard coming from the handle that has opened from where the wire guide comes out.

Event description:
This follow up MDR is being submitted to update the investigation findings. Initial MDR submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". A noise was heard and the handle opened. "As per complaint for": once the product has been inserted into the instrument, starting to release the stent, a loud "tac" noise has been heard coming from the handle that has opened from where the wire guide comes out.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Problem statement: a noise was heard and the handle opened "as per complaint for": once the product has been inserted into the instrument, starting to release the stent, a loud "tac" noise has been heard coming from the handle that has opened from where the wire guide comes out. Device evaluation: the evo-10-11-6-b device of lot number c1386143 was not returned for investigation. With the information a document based investigation was carried out. The following additional information was provided: 1) was the stent deployed or partially deployed? No. 2) did the patient require intervention or any additional procedures? With another sten cook. 3) was the device handle opened? Yes. Three requests were made for the device return, however no update was received. If the device is returned for evaluation the investigation will be updated. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: due to the lack of information provided, and the fact the device was not returned for evaluation, a definite root cause of this complaint could not be determined. However the following was suggested by engineering as a possible cause of this complaint: "the flexor kinked, stretched, broken is the most likely cause of the ¿tac¿ sound". The patient anatomy may have been torturous causing a kink, and resulting in a buildup of pressure and the flexor breaking. Document review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot #. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use".on review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.